Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for an alleged blank display, cracked battery tube found on (B)(6) 2022. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case (battery tube), label damage. Blank display due to misaligned battery tube, cracked case (battery tube) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not experience symptoms due to low blood glucose. The customer treated low blood glucose with food and glucose tablets. The auto mode feature was not active at the time of the low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that the insulin pump did not turn on. The insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were damaged or corroded. Troubleshooting was performed. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.